Event description:
It was reported there were concerns this device was exhibiting premature battery depletion (pbd). The remaining battery on (B)(6) 2022 was three and a half years and (B)(6) 2022 the remaining battery had decreased to two years. Data analysis was requested. Technical services (ts) confirmed the power consumption of this device has been increasing during the past year. Device replacement was recommended. Currently the device remains in service. There were no adverse patient effects reported.

Event description:
It was reported there were concerns this pacemaker was exhibiting premature battery depletion (pbd). The remaining battery on (B)(6) 2022, was three and a half years and (B)(6) 2022, the remaining battery had decreased to two years. Data analysis was requested. Technical services (ts) confirmed the power consumption of this device has been increasing during the past year. Device replacement was recommended. Subsequently, this device was explanted and replaced with a new device. No additional patient adverse effects were reported. This device was returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed, and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemaker low voltage capacitors. This high current condition depleted the device battery faster than normal.

Event description:
It was reported there were concerns this pacemaker was exhibiting premature battery depletion (pbd). The remaining battery on march 18, 2022, was three and a half years and september 26, 2022, the remaining battery had decreased to two years. Data analysis was requested. Technical services (ts) confirmed the power consumption of this device has been increasing during the past year. Device replacement was recommended. Subsequently, this device was explanted and replaced with a new device. No additional patient adverse effects were reported. This device was returned to boston scientific for analysis.

Event description:
It was reported there were concerns this pacemaker was exhibiting premature battery depletion (pbd). The remaining battery on (B)(6) 2022 was three and a half years and september 26, 2022 the remaining battery had decreased to two years. Data analysis was requested. Technical services (ts) confirmed the power consumption of this device has been increasing during the past year. Device replacement was recommended. Currently the device remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
This report contains updates from additional information received.